Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify adverse trends. A review of the DHR found that the lot met all release criteria. Root cause:unable to determine. Source: email.

Event description:
The customer reported 1 false positive sofia sars result. Patient was asymptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing).